Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic via merlin.net transmission. Upon interrogation, the pulse generator exhibited backup vvi operation. A software device download was performed successfully.